Event description:
During the procedure, the orbit galaxy complex xtrasoft coil 2.5 x 3.5cm coil (640cx2535/13500574) would not detach at the green zone or the red alternative detachment zone of the unknown syringe. The coil was replaced for a new product (details unknown). Afterwards, the procedure was successfully completed. There was no patient injury reported. The coil is going to be returned for evaluation. Prior to use, neither device (coil and syringe) was damaged. During connection between the coil hub and syringe connector, no additional force was used to tighten the devices. The hub of the coil was not cracked, etc. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe or orbit coil. After the event, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc), and the coil was still attached to the delivery system. No further was provided. The procedure was coil embolization of unknown target aneurysm and vessel characteristics.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit galaxy complex xtrasoft coil 2.5 x 3.5 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer and they were found without damage. The gripper and embolic coil were inspected under microscope and no damages were found on them. The purge hole was found without damage and no obstruction was found on it. Using a lab sample syringe (B)(4), the orbit galaxy system was purging on the blue zone; after that the embolic coil was detached when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil- failure to detach" was not confirmed during the functional analysis. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these failure. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days.

Manufacturer narrative:
During the procedure, the orbit galaxy complex xtrasoft coil 2.5 x 3.5cm coil (640cx2535/13500574) would not detach at the green zone or the red alternative detachment zone of the syringe (details unknown). The orbit system was removed with the coil still attached to the delivery system and replaced for a new product (details unknown). The procedure was successfully. There was no patient injury reported. Prior to use, neither device (coil or syringe) was damaged. During connection between the coil hub and syringe connector, no additional force was used to tighten the devices. The hub of the coil was not cracked, etc. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe or orbit coil. It is not known if the lav was used. There was no leakage noted in the system. After the event, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc), and the coil was still attached to the delivery system. No further information was provided. The procedure was coil embolization of unknown target aneurysm and vessel characteristics. A non-sterile orbit galaxy complex xtrasoft coil 2.5 x 3.5 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer and they were found without damage. The gripper and embolic coil were inspected under microscope and no damages were found on them. The purge hole was found without damage and no obstruction of it was found. Using a lab sample syringe 635-002, the orbit galaxy system was purging on the blue zone; after that the embolic coil was detached when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to detach the coil was not confirmed with functional testing of the returned device; the coil detached without discrepancy. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. It is possible that procedural/handling factors contributed to the reported event; however, with review of the available information there are no identified contributing factors. The cause of the reported failure to detach could not be conclusively determined. Via the risk management process an investigation has been opened to further investigate and address complaints of detachment difficulties associated with the orbit galaxy. Action was opened to address galaxy failure to detached complaints.

Manufacturer narrative:
During the procedure, the orbit galaxy complex xtrasoft coil 2.5 x 3.5cm coil (640cx2535/13500574) would not detach at the green zone or the red alternative detachment zone of the unknown syringe. The coil was replaced for a new product (details unknown). Afterwards, the procedure was successfully completed. There was no patient injury reported. The coil is going to be returned for evaluation. Prior to use, neither device (coil and syringe) was damaged. During connection between the coil hub and syringe connector, no additional force was used to tighten the devices. The hub of the coil was not crack, etc. No damages or leaks were noticed on any section of the syringe, coil system hub, or lav. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe or orbit coil. After the event, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc), and the coil was still attached to the delivery system. No further information was provided. The procedure was coil embolization of unknown target aneurysm and vessel characteristics. Additional information will be submitted within 30 days of receipt.